Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test, pressure transducer test, flow transducer test and safety valve test failed during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. According to the information provided by the technician, the nozzle unit on air gas module was broken and replaced. The issue has been resolved and the device was delivered to the user in working condition. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/26/2022. Corrected manufacture date: 09/16/2022. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and flow transducer tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).